Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed electromagnetic interferences (emi) on the patient's implantable cardiac monitor (icm). No patient symptoms or intervention was reported.